Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: b3 date of event: previously reported as 06/09/2021 ; updated to (B)(6)2021 d8 was this device serviced by a third party?: previously reported as no ; updated to unknown e1 initial reporter contact (name) & address e4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown g2 report source: previously reported as company representative ; updated to foreign/user facility

Event description:
A continuous positive airway pressure (CPAP) device was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's sound abatement foam was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.